Event description:
It was reported that the user experienced persistent scan errors when attempting to scan a freestyle libre 3 plus sensor while using the ilet system. No adverse clinical symptoms reported. Outcomes included use of a replacement sensor and transfer to the sensor manufacturer's support team with no health impact. User support included guided troubleshooting and education, disconnection and reconnection of the ilet to bluetooth, and app reinstallation with device reconnection. Investigation of this case revealed continued scan errors despite these steps, which indicated a sensor or sensor-to-app communication problem rather than an ilet device malfunction. It was concluded, based on previously established findings for similar reports, that the probable cause was sensor malfunction or sensor-app communication failure.